Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas inline valve was blocked after implantation and the device was revised. There is no report of patient symptoms prior to the revision. The revision surgery was performed with a non-codman valve (fixed pressure ). The patient's protein concentration was high. No further information was provided by the hospital. Original implant and explant dates are unknown. The product will be returned.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected, it was noted that the silicone was torn/cut around the siphon guard. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and leaked from the tear cut in the silicone housing around the siphon guard. The valve could not be reflux tested due to the damage silicone housing. The siphon guard was tested; no issues found. The valve was then pressure tested and passed the test. The issue reported by the customer could not be confirmed. The root cause for the tear/cut in the silicone housing is likely due to the user. As noted in the IFU silicone has a low tear / cut resistance. Previous investigation has concluded that silicone housing tears are not design related. In order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.